Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
A speaker malfunction on the screen was reported. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
A speaker malfunction on the screen was reported. It is unknown if the device was in clinical use.